Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: it was reported that the device had performance breakage suture. It was received for analysis an empty opened straight pack with two needle/sutures pieces inserted in a yellow sponge and two sutures pieces of product code m8767, lot mhb549. The product code is multi-strand and contains two strands per packet. During the visual inspection of the sample, the strands were received broken in two section and the suture ends were damaged caused appears to be by use of a surgical instrument could be observed. In addition, a functional test was performed on the sample and the tensile force met the requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, was an improper handling. It was received for analysis four unopened samples of product code m8767, lot mhb549. The product code is multi-strand and contains two strands per packet. During the visual inspection of the sample, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were found. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested sample met the finished goods requirements. It was received for analysis an opened sample with a stand of product code m8767, lot mhb549. The product code is multi-strand and contains two strands per packet. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were found. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-86353 and 2210968-2019-86354. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: lot number: the lot number is unknown. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure? This event occurred in two packages in the same box. Additional information: during use of the products, one of the 2 needles on the same suture was held with micro bulldog forceps. In the past surgeries in which the same method was used, no suture breakage had occurred.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2019 and suture was used. During a coronary artery bypass graft, the suture was broken during coronary artery anastomosis by continuous suturing though it was used in a usual way. During this operation, the suture was not pulled with excessive force and it did not get caught by instruments/ tools. There were no adverse consequences to the patient.